Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6: type of investigation the following sections were corrected: h6: health effect - clinical code, medical device problem code the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA . Patient ID: (B)(6) + left knee rev 1. (B)(4), lk rev 2, (B)(4), rk rev is associated with this case. It is reported via legal documentation that the patient is verified bilateral knees done by (B)(6), md at (B)(6). Revision left knee #1 on (B)(6) 2016, revision left knee #2 on (B)(6) 2024 and revision right knee (B)(6) 2024. Lk revision 1 op notes: pre/post op diagnosis: failed left total knee replacement secondary to sagittal instability and polyethylene wear with osteolysis. Procedure: revision left total knee replacement, polyethylene exchange. Indications: this is 60-year-old gentleman presented approximately nine years following nonmodular cck total knee replacement with a complaint of recent onset swelling, moderate discomfort in the knee and a sense of instability. On physical examination, he had moderate synovial effusion which was tapped and found to be clear synovial fluid. He had both coronal and sagittal instability with an anterior drawer greater than 10mm with the knee flexed 90 degrees. Operative findings: we found synovial expansion due to what appeared to be polyethylene debris. Ther was no evidence of infection. The tibial and femoral components and patellar components were well fixed. There was significant polyethylene wear of the post with a tibial spacer and there was a large osteolytic defect beneath the medial tibial plateau that extended down in the the metaphysis. It was well corticated and filled with osteolytic soft tissue. Trial insert was sized, tested satisfactory for stability and flexion. Trail was removed and, final component impacted. Patient was awakened and taken to the recovery room in stable condition. The serial number (B)(6) is confirmed to be a part of recall number: z-0019-2022. 208-25-13 - cc tibial insert sz 5, 13mm. Serial: (B)(6). 510k: k954208. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes. Concomitant devices: unknown.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.